Event description:
Pt reported she changed the infusion set yesterday and she began to feel pain under the skin every time she delivered a bolus. Pt stated she now notices that in the point of juncture between the infusion set cannula and the infusion set needles, some drops of insulin got out. Pt reported she also noticed that her blood glucose level was too high at 320 mg/dl. Pt's normal blood glucose level was not provided. Treatment received was not provided. Pt prepared to withdraw the infusion set. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.